Event description:
Spontaneous call: pt infused today. Pump broke but was able to successfully infuse. No reactions and tolerated well. Pharmacist transferred to psr to schedule new pump. Old pump to be returned for inspection. No other info known. Reported to (B)(6).